Event description:
Additional information received reported that the patient had a loss of therapy. The patient wanted to make sure the device was on because ¿it was like he was off¿ and thought his medicine had stopped working. It was noted that the patient was ¿all over¿ in symptom return. It was also reported that the patient¿s medicine had no effect. The reporter stated that the patient was given more medicine because ¿trouble had been happening for a few days.¿ for two months, he patient previously took 2.0 every 3 hours around the clock but was then taking 2.5 which had only worked for one month. The patient noted he had been taking 3 ¿more often¿. The reporter stated that about 6 months ago when everything stopped working, the patient¿s medicine was bumped up but had only worked for a little while. The health care professional told the patient that he was likely at the limit of the medicine. It was noted that the patient saw the health care professional every 3 months and was going to see him in (B)(6). It was noted that the implant was on the right side and the patient was unilateral. Refer to manufacturing report # 3004209178-2013-11758 <(>&<)> 3004209178-2013-03257 for additional information on related events.

Event description:
Additional information was received which reported that the event was caused by side effects from anesthesia. It was noted that it was not device related. No further information was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was further reported that on (B)(6) 2013 the patient "had a skin cancer spot removed from his forehead, about an inch away from his lead." The spot was reported to have been removed by a device that used "radio waves." It was additionally noted that the patient's implantable neurostimulator was left on during the procedure. It was reported that the day after the procedure the patient "became stiff, was not able to get out of his chair, and was not very coordinated and didn't feel right." It was also noted that the patient did not experience "shaking" symptoms. At the time of report, "the device was checked with the patient programmer and indicated stimulation was on." The patient was redirected to their health care provider. Further information was requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 748240, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 7438, serial# (B)(4), implanted: (B)(6) 2004. Product type: programmer, patient: product ID 3387-40, lot# j0424900v, implanted: (B)(6) 2004. Product type: lead. (B)(4).